Manufacturer narrative:
A physio-control service representative verified that the device had logged event code that is indicative of defibrillation problem. After replacing therapy pcb, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed the device had logged an event code that could be indicative of a defibrillation problem. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
During evaluation it was observed that a034 was logged twice on (B)(6) 2014 and no other service codes had been logged since then. The service code could not be duplicated.the therapy pcb assembly was replaced as a precautionary measure. Since the event date occurred six years prior to the device being serviced and the issue was not able to be duplicated in the six years since, it is not possible to determine a root cause . After making additional unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed the device had logged an event code that could be indicative of a defibrillation problem. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.